Event description:
Consumer complaint of partial characters displaying on meter's screen. It was confirmed that the meter is displaying missing segments in the one's position. The meter is reportable.

Manufacturer narrative:
(B)(4). Device evaluated with defect found: missing segments in the one's position. Most likely underlying root cause of malfunction noted in the complaint: user mechanical stress.